Event description:
It was reported that during a procedure, while closing on the right breast incision site, the insulated portion of the pencil tip contacted the patient's skin and caused a small burn. The pencil itself was also noted to be hot to the touch by the fa in the or.

Manufacturer narrative:
D10 concomitant product: e7507, e7507 polyhesive ii rem ret el w/cord (lot#260060056t) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.